Event description:
Reporter has detected six apparent failures of the 84" primary solution set with universal spike, injection site, flow regulator & mill in six different pts. The problems were leaking devices and variable flow rate of intravenous solutions. The devices were used both by registered nurses and by lay users.